Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# unknown product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (4 mg/ml at 1.2712 mg/day), clonidine (90 mcg/ml at 28.601 mcg/day), and naropin (5mg/ml at 1.5890 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2021 the patient reported that at her last pump refill on (B)(6) 2021, she told the company representative that was there that her ptm (personal therapy manager) did not always respond to the pump and got stuck, not getting to 100%. She had noticed this about the last 2-3 months. She stated that she sleeps 20 hours a day and falls asleep when trying to bolus and only noticed she didn¿t get the bolus when she woke up. Troubleshooting was unable to be performed as the patient had just given herself a successful bolus.